Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to procedure, the physician was concerned about possible pocket infection. The device was explanted. Lead extraction was discussed but leads remained implanted. The physician elected to monitor the site. The patient was stable post procedure.